Manufacturer narrative:
On 03/24/2016 a medtronic representative, following-up at the site, reported that as of 03/23/2016 the doctor reported the patient is doing as well as would have been expected even if this issue had not occurred. After realizing they were working on the wrong side, they extended the existing boneflap (instead of making a new incision and new boneflap). The tumor was very medial. On 03/31/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/31/2016 software investigation completed by principle software engineer and technical services. The following items were discovered during the analysis: the site planned and registered on series mr-4, this is a sagittal series that also includes an axial scout slice, which does not meet medtronic's imaging protocol. The series selected for navigation was acquired on 12/31/2015, (several months prior to the surgery date). There are other exams available on the disc that could have been used for navigation including an axial series acquired on 03/18/2016 which has the tumor identified on the correct (left) side. There is a specific series of events that contributed to this issue. Software performed as designed. On 04/14/2916 a meeting was held with medtronic 1723170-2016400566 , and the site to further discuss this issue. The root cause of the issue was discussed including the use of exams that did not meet medtronic's imaging protocol (the images were non-axial with scout slices included in the data set). The site acknowledged they likely disregarded the error message requesting that they "verify orientation" and will work on setting up procedures and safeguards against future occurrences. It was requested that they remove the scout slice from future data sets. Training discussions were held regarding the imaging protocol (axial slices only, no scout images), warning messages provided by the navigation system, and tracer technique that would improve the chances of capturing natural asymmetries under these circumstances. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. A meeting was held to further discuss this issue with the site. Attendees from medtronic included (B)(4) and others. (B)(6) had numerous parties on the call including (B)(6). The root cause of the issue was discussed including the use of exams that did not meet medtronic's imaging protocol (the images were non-axial with scout slices included in the data set). The site acknowledged they likely disregarded the error message requesting that they "verify orientation" and will work on setting up procedures and safeguards against future occurrences. It was requested that they remove the scout slice from future data sets and report back to medtronic if there were reasons that this change could not be implemented. Training discussions were held regarding the imaging protocol (axial slices only, no scout images), warning messages provided by the navigation system, and tracer technique that would improve the chances of capturing natural asymmetries under these circumstances.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy. The navigation system was running on cranial 2.2.7. The site neuro coordinator confirmed they loaded the patient scan, registered the patient and viewed the tumor on the screen. Per exams on the navigation system, the tumor was on the left side of the patient. The surgeon cut a bone flap and began resecting and realized healthy tissue was being resected. An ultrasound was brought in to confirm the tumor was on the opposite side of where the exams indicated. The site neuro coordinator noted that the exams were standard view with l on the left side, and r on the right side, however, alleged the navigation system showed the tumor on the patient's left - when it was actually on the right. Delay in therapy was greater than one hour before continuing. Tumor was fully resected during the procedure. The tumor is reported to be a meningioma.

Manufacturer narrative:
Further investigation was performed by a cross-function CAPA team to determine the root cause. There were multiple deficiencies involved in the incident of (B)(6) 2016. The following factors were considered as potential causes: the user(s) were presented with an error message warning them to check the orientation, but they did not fix the problem. Misuse due to the failure to adhere to stealth scan protocol and the bypassing of the warning message. Poor tracer registration pattern by the user, which did not include sufficient asymmetries to trigger a registration failure despite the incorrect left/right orientation. The pattern was not per IFU requirements and was very symmetrical, only on face, didn¿t hit anatomical structures. Tumor location was superficial and midline, so less apparent that the set up was on the wrong side of head it was reported the hospital did not perform surgical timeout to confirm location of tumor. Medtronic software design only provides a single orientation code to represent all slices tagged with the same study ID, series number, and patient name, whether or not that series contains slices in more than one orientation. Under normal use conditions the media_io, as designed when used as part of the stealthstation system, performs as intended. In the described situation, a series of events due to misuse of the system, in particular, the inclusion of a scout slice in the same series as a 3d volume, which is specifically prohibited by the scan protocol provided by medtronic, was demonstrated to show the media_io to not perform as intended. Safety risk management review of this CAPA issue confirmed no change in the overall probability of harm. The instructions for use (IFU) which accompanies this device contains guidance and instructions regarding proper imaging protocols. The instructions for use (IFU) that accompanies the device provides guidance for multiple registration methods as well as the recommended tracer registration pattern. As previously reported, training discussions were held regarding the imaging protocol (axial slices only, no scout images), warning messages provided by the navigation system, and tracer technique that would improve the chances of capturing natural asymmetries under these circumstances.